Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio (device #2). An additional emdr was submitted to represent the bard/davol composite mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix mesh) and ventrio on (B)(6) 2009 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix mesh) and ventrio on (B)(6) 2009 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of composix l/p mesh (device #1). Per op notes, "a composix l/p mesh (device #1) was placed and sutured." (B)(6) 2012 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of ventrio mesh (device #2). Per op notes, "adhesions were taken from previous mesh (device #1) and a ventrio mesh (device #2) placed and sutured." (B)(6) 2017 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with implant of ventrio mesh (device #3). Per op notes, "lysis of extensive adhesions was performed and a ventrio mesh (device #3) was placed and sutured."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3(manufacturer), d4, (product catalog no, UDI no), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventrio (device #2). An additional supplemental emdr was submitted to represent the bard/davol composite mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.